Event description:
Reporter noted a posterior capsule tear had occurred during case. They had no aspiration/vacuum when using the disposable vitrector for anterior vitrectomy. Completed the case, but did not implant iol.